Manufacturer narrative:
Patient weight not available from the site. A medtronic representative reported that while in a spinal fusion procedure, the x-ray tube was not rotating and the led detector was not lighting up. When trying to close the system around the patient, they held the button to close the door, but when the system appeared closed and they continued to hold the button, the led detector for the x-ray tube did not light up. They attempted to rotate the x-ray detector using the orbital rotation button on the pendant and it did not rotate. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation was able to replicate the reported event. Field systems engineer was able to resolve the issue by adjusting the door close switch and the door winch cable tension. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the x-ray tube was not rotating and the led detector was not lighting up. When trying to close the system around the patient, they held the button to close the door, but when the system appeared closed and they continued to hold the button, the led detector for the x-ray tube did not light up. They attempted to rotate the x-ray detector using the orbital rotation button on the pendant and it did not rotate. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.